Manufacturer narrative:
The unit powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement test due to the blank display. Unit had cracked battery tube threads, cracked case comer of belt clip rails. Unit p-cap / test reservoir lock in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had long crack beginning from the top of the pump , all along the length of battery tube. No harm requiring medical intervention was reported. The device will be returned for analysis.